Manufacturer narrative:
UDI number: (B)(4). Additional information: the returned probe was evaluated. The tip of the probe is twisted in a manner consistent with creating a screw path in the pedicle. It was noted in the complaint that the patient has hard bone. Bone hardness makes it more difficult to hollow out a screw path and can cause the probe to bend. A review of the DHR did not detect any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00675.

Event description:
It was reported that the tip twisted during surgery while preparing the hole in the pedicle on two different pedicle probes. The patient was described as having hard bone. The procedure was completed using an alternative probe. There were no reports of patient impacts associated with this event. This is report one of two for this event.